Event description:
Same case as MFR report #: 2134265-2013-01616. It was reported that during a stenting treatment procedure, stent damage occurred. In (B)(6) 2011, after pre-dilation two overlapping ion stents [2.5x28mm, 2.5x12mm] were implanted in the 90% stenosed target lesion located in the moderately calcified and moderately tortuous mid left anterior descending artery. Post dilation was performed and both stents were well expanded and well apposed. In (B)(6) 2013 the patient returned and had an angiogram revealing that the two overlapped ion stents had deformed and narrowed. Next, treatment dilated the area and placed another unspecified stent in the middle section where the ion stents had narrowed. Post dilation was then performed and then another unspecified promus element plus stent was placed to complete the procedure. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).